Event description:
The hospital reported that during an endoscopic vein harvesting procedure, a piece of the proximal end of the vasoview 7 xb dissection tip broke off into the patient. The piece was retrieved through the original incision with no other patient effects reported. This occurred at the end of the dissection process, so no replacement unit was needed. The product is returning.

Manufacturer narrative:
The device was returned to cardiac surgery on (B) (6) 2010, for investigation. The visual inspection revealed that the conical tip was securely attached to the juicer body and formed a complete assembly. A piece of the proximal end, about half of the circumference had broken off and was not returned. A fracture was also observed on the remaining part of the circumference. The reported failure was confirmed. A lot history record review was completed for the product. There was no nonconformance which could have attributed to this failure mode. A supplemental report will be submitted when the investigation is completed. (B) (4)